Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. Per the center, privacy laws prohibit them from providing more information regarding the case. The patient expired on (B)(6) 2019. The heartmate 3 lvad, serial number (B)(4), was retained by the hospital. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2019. No further information was provided.